Event description:
On (B)(6) 2017 crts (B)(4) (hcp): information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that a patient had their ins removed ((B)(6) 2015) but not the leads. The caller reports that the patient has a "cage" now. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.